Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523722m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old male patient with an extensive medical history (unspecified) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. During a previous vt ablation procedure, the physician was attempting retrograde access, but the physician was having difficulty accessing the septum. It was reported that the patient had a "massive scar" in the left ventricle (lv), and the patient had also presented a trace pericardial effusion prior to the procedure, as well as during and after the procedure. The physician then decided to cancel the procedure, and re-rescheduled the patient to return on wednesday, (B)(6) 2021, in order to perform transseptal access. On (B)(6) 2021, during the reschedules procedure, the same trace effusion was still present before and throughout the ischemic vt procedure. The trace effusion became larger during the procedure, and the physician decided to cancel the procedure. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed. While the CT surgeon and the physician were consulting, about whether to take the patient to operating room for open-heart surgery, the anesthesiologist noticed that the patient did not have a pulse. CPR was performed in order to try and resuscitate the patient. The patient's power of attorney was contacted, and it was decided to withdraw patient care. The patient passed away on (B)(6) 2021. Additional information received indicated there were no product malfunctions during the case. It was reported that during the case, the smartablate generator cut off due to an impedance rise. The physician reported that he heard a steam pop. This may have resulted in the perforation. Cardiac tamponade can result in pulseless electrical activity as described in the event, ultimately leading to patient death. Additional information received confirmed the event occurred during use of biosense webster inc. (Bwi) products in the ablation phase. Additional interventions in addition to pericardiocentesis were blood transfusion, intravenous (IV) medications, echo imaging, fluoro imaging, CPR, defibrillation. The physician¿s opinion on the cause of death was ¿unknown, but likely perforation.¿ a transseptal puncture performed with an unknown needle. The impedance did spike just prior to the smartablate generator cutting off power due to the impedance spike protection feature. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector, and visitag were used. Visitag module was used with the parameters for stability were used: range 3mm, 3 sec, force over time (fot) 25% at 3g. Tag size 3mm, no additional filter was used with the visitag. Color options were used prospectively: impedance drop. Additional details about the previous ablation procedure were later provided indicating the same patient had a vt ablation on (B)(6) 2021 with the same physician. That procedure went very well. The physician used a retrograde approach to the lv on (B)(6) 2021. We found a large scar area with a few potential channels. The physician ablated all along the scar border on the posterior wall and apically in the lv. He was having a tough time reaching the septal portion of the scar border and believed a transseptal approach would be better for achieving this. At this point of the procedure it was not a feasible option. The patient was very sick and the procedure was already a long procedure up to that point. The physician did not think the patient would tolerate continuing on much longer so he decided not to do the transseptal approach that day. He said he would bring him back next week to start off with a transseptal approach and finish investigating the septal area of the scar. The patient had a small effusion prior to, during, and post procedure on (B)(6) 2021. The following tuesday, (B)(6) 2021, the physician brought the patient back for the second procedure. The patient had a small effusion at the start of the case and throughout most of the case. During ablation, the effusion began to grow and it grew rapidly. It was noticed immediately on ice and the physician began his interventions.